Event description:
Patient status post craniotomy for subdural hematoma secondary to trauma presented to facility in 08/2003. An external ventricular drain was placed. The next day the pt had a positive cerebral spinal fluid for cryptococcus uniguttilatus. No patient treatment was reported. The device number or lot number was not provided. A review of the customers purchase record was conducted. According to the customers purchase record the customer purchased convenience kit which contains external ventricular drain.